Manufacturer narrative:
(B)(4). The site indicated that the incident unit will not be returning to the manufacturer for evaluation. If additional information pertinent to the incident presents itself, a follow-up report will be submitted. Covidien reference #: (B)(4).

Event description:
A patient underwent radiofrequency ablation (rfa) for treatment of radiation proctopathy on (B)(6) 2015 with dr. (B)(6). The patient had a history of salvage radiation for positive surgical margins after prostatectomy fourteen months prior to endoscopic treatment. The patient reported pain and tenesmus and had a colonoscopy done on (B)(6) 2015. Upon inspection, a local gi physician found a large ulcer in the area of recent rfa. The patient presented the picture of the ulcer from the endoscopy to dr. (B)(6) on (B)(6) 2015. The patient was then treated with narcotic medication for pain and tenesmus and sucralfate enema bid. The patient reported feeling better on (B)(6) 2015. No further information was provided.